Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the pump piston rod is down near the bottom of the cartridge compartment after a week of use with a large gap of air. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.